Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. There was a cut in the insulation from the terminal pin. Cut was also noted in suture sleeve which was most likely due to the removal at explant. However, the returned lead passed electrical testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited threshold. This lead was explanted. No additional adverse patient effects were reported.